Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During a routine check-up affected channels have been observed. The user's mother did not report any accident or trauma, reportedly there is also no change in hearing perception with the device. Re-implantation surgery is planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is final report.

Event description:
During a routine check-up affected channels have been observed. The user_s mother did not report any accident or trauma, reportedly there is also no change in hearing perception with the device. The user was reimplanted on (B)(6) 2023.

Event description:
During a routine check-up affected channels have been observed. The users mother did not report any accident or trauma, reportedly there is also no change in hearing perception with the device. Clinic will decide if to further monitor the user or to go forward with revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.